Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a manufacturer's representative. The representative went to the hospital on (B)(6) 2018 at 4:00 pm to help in turning the pump to minimum rate. The hcp described symptoms of withdrawal from drug therapy, increase in pain levels, sweating, and nausea. It was stated the representative was not made aware of any motor stalls until they were asked to turn the pump to minimum rate.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign manufacturer representative regarding a patient receiving intrathecal therapy via an implantable pump. The drug, dose, and concentration were unknown. The indication for use was not reported. It was reported a temporary motor stall occurred on (B)(6) 2018, then a permanent motor stall occurred on (B)(6)2018. The pump was explanted. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The means in which the patient was receiving the therapy (intrathecal or otherwise) was not specified.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via a manufacturer representative. It was reported that the pump was removed without the manufacturer representative's knowledge [at the time], and the hcp discarded the pump.